Manufacturer narrative:
This is not an isolated incident. Review of this complaint history reveals similar reports have been received for this product code for the reported issue.

Event description:
Sales rep called to report a healthcare professional had a clearlink set leaking through a puncture in the tubing while in use. Sample is available for evaluation. No pt injury or medical intervention was associated with this incident.